Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A technical support specialist (tss) connected to station and confirmed the issue was related to the on-site network. Communication failures were traced to a dns error when the station attempted to connect to the server. Communication was later restored, no further updates were received from the user, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station orang2 had disconnected mode at random times, resulting in no patient list for medical staff. Encounters were not accurately filtering to the machine for staff to pull medications under. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.